Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced placement difficulty when attempting to implant the pacing lead. The lead was explanted and the procedure was completed with a different lead. No patient complications have been reported as a result of this event.